Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic. It was discovered that there was an interrogation problem present with the insertable cardiac monitor (icm). Patient returned to the clinic an a magnet was placed over the device to reset the bluetooth connection. Interrogation was successful on (B)(6) 2021. Patient was in stable condition.